Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports patient injection with juvéderm® volbella¿ with lidocaine in ck3. 7 days later, patient experienced erythema and right mild subpalpebral edema. Injecting physician evaluated event as intermittent and persistent transient edema and treated patient with ciprofloxacine, meprednisone and anti-histaminic medication. The following week, injector sent photos to allergan medical professional who considered the clinical condition chronology and the photo, and interpreted this condition as an early infectious complication. It was suggested that physician evaluate the possibility of performing diagnostic imaging studies (sinus rx for nasal and ultrasound of the area) and suspend the corticosteroid.